Event description:
It was reported that the patient presented remotely. A remote transmission showed that the patient's right ventricular (rv) lead exhibited failure to capture. The patient was brought into clinic for a follow-up, where it was discovered that the rv lead's capture threshold increased and r wave sensing decreased. The rv lead was explanted and replaced. The patient was stable throughout.